Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported right side "bilateral exchange from textured to smooth implants due to the patients concerns with the product." Patient also stated that she has some inflammation in both implants, and pain across her back, and left armpit." Patient additionally reported right side "my hands fall asleep, my lymph nodes swell up, in the last 6 months the doctor thought that maybe I have ms or hashimoto¿s" and "like my body is reacting as if I¿m being poisoned, my breast itch from the inside out. I also have capsular contracture, baker grade ii". Device remains implanted.